Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device.

Event description:
It was reported that the device had issue which is unknown / not provided. Module was connected to others in set that were dropped and had bent keys. There was no patient involvement.